Event description:
It was reported that the customer had a lost sensor alert on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that he was able to find los sensor and regain communications. The customer also states that blood glucose was below 20 mg/dl the end of (B)(6) 2015. The customer's wife gave him a glucagon shot and got blood glucose up. The customer declined to troubleshoot. The customer was advised that we reach out to them in 90 days to follow up and if any assistance needed to contact the 24 hour help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.